Manufacturer narrative:
Unknown when device migrated and pain began; it was discovered on (B)(6) 2016. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2012, a lumber interbody fusion was performed and matrix system was used for the patient at l1 - l3. On (B)(6) 2016, the patient suffered from pain, and it was found there was protrusion of the implanted screw. So a revision surgery was performed. There is no information available about patient outcome. Concomitant devices: lock-cap one-step f/matrix 5.5 tan (part 04.632.000s, lot unknown, quantity 2); snap-on transverse connector l33-38 f/r ø (part 04.633.333s, lot unknown, quantity 1); rod ø5.5 straig hard l200 tan (part 04.633.282s, lot unknown, quantity 1); pedicscr matrix 5.5 polyaxial ø6 preassm (part 04.632.640s, lot unknown, quantity 2) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Investigation summary: customer quality (cq) investigation: 24. Jan 17, answer 1st request received on 19. Jan 17 stating that material will be returned, however, after the 3rd request and no material returned therefore, complaint will be closed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update, 19 jan 2017: per reporter, the removal surgery was completed, and the patient is in stable condition.